Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found that the balloon had been subjected to positive pressure and was able to be deflated. A functional evaluation was performed on the device with an encore inflation unit and found that the balloon had a pinhole leak 70mm proximal from the proximal edge of the distal markerband. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used on a procedure preformed on (B)(6) 2017. According to the complainant, during introduction, the balloon burst. The procedure was completed with another nephromax balloon catheter. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used on a procedure preformed on (B)(6) 2017. According to the complainant, during introduction, the balloon burst. The procedure was completed with another nephromax balloon catheter. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.